Event description:
The customer reported fluid leaking at the upper fitment and silicone segment during an infusion. There was no report of patient harm or medical intervention. No additional patient event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the evaluation is pending. A f/u report will be submitted once the evaluation is completed.